Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E11: patient city: (B)(4). Patient country: united states.